Manufacturer narrative:
Reported event: an event regarding dislocation, wear and crack/fracture of an unknown trident liner component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to dislocation, subluxation and cup impingement. Intra-operatively, it was observed that the shell was well-fixed but malpositioned, the lip of the liner was found to be grooved, worn, and cracked, and mild wear debris was found in the head-trunnion interface. A trident hemispherical cluster hole shell, 10° e trident liner, and 36 +5 v40 lfit head were revised to a tritanium revision shell with 4 screws, a 40 liner, and a 40 metal head. The accolade I stem was well-fixed with the trunnion in good condition and was not revised.

Manufacturer narrative:
Reported event: an event regarding dislocation, rom and crack/fracture of an trident liner component was reported. The crack/fracture was confirmed. Method & results:¿ -device evaluation and results: visual inspection visual inspection was performed as part of the material analysis report (mar), dated 29 march 2019. This inspection indicated ... Damage and fracture were observed on the distal rim of the insert. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material evaluation was completed and indicated the following comments: damage and fracture were observed on the distal rim of the insert .this damage is potentially due to contact against the stem. A detailed image of the fracture surface is seen with wallner lines being observed. This indicates the insert fractured in overload. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe conclusion damage and fracture were observed on the distal rim of the insert, potentially due to contact against the stem. The fracture observed on the insert was consistent with an overload condition. Burnishing, scratching and third body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. -medical records received and evaluation:¿no medical records were received for review with a clinical consultant¿¿ -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.¿ -complaint history review: there have been no other similar events for the reported lot. Conclusion:¿ the device was returned and material analysis was performed which concluded "damage and fracture were observed on the distal rim of the insert, potentially due to contact against the stem. The fracture observed on the insert was consistent with an overload condition. Burnishing, scratching and third body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe." The exact cause of the event could not be determined because insufficient information was provided.¿ additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to dislocation, subluxation and cup impingement. Intra-operatively, it was observed that the shell was well-fixed but malpositioned, the lip of the liner was found to be grooved, worn, and cracked, and mild wear debris was found in the head-trunnion interface. A trident hemispherical cluster hole shell, 10° e trident liner, and 36 +5 v40 lfit head were revised to a tritanium revision shell with 4 screws, a 40 liner, and a 40 metal head. The accolade I stem was well-fixed with the trunnion in good condition and was not revised.